Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
The information reported in this document is inconsistent and unclear. In one section of the document, it was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. Additionally, it was reported in another portion of the document that patient underwent surgery on (B)(6) 2012 and mesh was implanted. It was further reported that the patient underwent an incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was further reported the patient underwent an ¿arthroscopic lysis of adhesions¿ on (B)(6) 2014 where adhesions to the anterior abdominal wall were taken down. It was further reported the patient underwent a repair of an incisional hernia on (B)(6) 2017. The surgeon noted there was ¿extensive adhesions to the anterior wall and the previous mesh was completely removed. There was some loose edge of the incorporated mesh in the upper abdomen which was trimmed back to where it was completely incorporated.¿ it was reported the patient continues to experience severe pain, recurrence, revision surgeries, scarring, adhesions, disfigurement, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.